Event description:
It was reported that the right atrial lead experienced two lead warnings for high thresholds. The lead was capped and replaced. No known patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The data shows the atrial lead alert time as (B)(6) 2012 at 23:50 hours. The atrial lead impedance at implant was three hundred, thirty-one ohms, the atrial lifetime maximum and minimum values were one thousand, eighty seven and one hundred, ninety ohms, respectively.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.